Event description:
Customer reported that the device would not power on with known good battery. There was no report of pt use associated with event.

Manufacturer narrative:
(B) (4). Customer declined physio-control's repair offer and informed that the device will be taken out of service and the facility will purchase a replacement defibrillator. The root cause of the malfunction could not be determined.